Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's trial lead had a fracture. The fractured trial lead was remove and was replaced. The patient was doing well postoperatively.